Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/21/2022. D4: batch # u5c70p. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60d reload was returned inside of the package opened and unfired with 2 double drivers out of position, 7 doubles drivers missing and 1 single driver missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from left side. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.